Event description:
During a ptca treatment procedure involving a lesion in an unspecified coronary artery, the express monorail balloon would not inflate during the procedure. No pt injuries were reported. No add'l info is available at this time.

Event description:
It was further reported that during a ptca / stenting treatment procedure involving a calcified and 70% stenotic lesion in the distal portion of a moderately tortuous lad coronary artery, the express monorail balloon would not inflate on the initial inflation attempt with dilating the stent. It is noted that despite predilatation of the lesion, resistance was met with insertion of the express monorail balloon catheter. The patient was asymptomatic during this event. The express monorail balloon was removed and replaced with another express monorail balloon catheter to successfully complete the procedure. A 6f daig introducer sheath, a 0.14" forte guidewire, a 6f wiseguide guide catheter and an encore26 inflation device were also used in this case. Patient status is reported as 'stable'